Manufacturer narrative:
Philips service routed the signal to an external device and identified the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that live images were not displayed on the flexvision monitor during use on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.